Event description:
Nurse was in patient's room documenting on computer. When the nurse moved the ventilator to get a better look at the screen, the screen went blank and the ventilator stopped functioning. No alarms sounded. Patient was immediately bagged and rt was called to room. Rt checked power switch on back of ventilator. Switch toggled a total of four times (off -on - off - on) before ventilator screen came back on. Rt then checked the vent through testing and the screen stated "technical error in expiratory cassette." Ventilator taken out of service. Ventilator was plugged in at the time of the occurrence. Outlet was checked and found not to be a factor in this occurrence.